Event description:
On 26th august 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens got stuck in the injector and in order to achieve implantation a secondary instrument was required to free the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and in order to achieve implantation a secondary instrument was required to free the lens. The lens was implanted successfully without harm or injury to the patient; however, surgery is reported to have been prolonged due to the event. The additional information received identifies that the surgeon encountered increased resistance during injection; however, still continued with injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". If the lens becomes trapped in the injector and the user continues to exert pressure on the plunger to free the lens, this causes a build-up of pressure within the nozzle which can then result in the nozzle splitting, as has been reported in this case. The device has not been returned to rayner. Our review of production records for the rayone toric rao610t batch 063218617 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 063218617.